Event description:
It was reported that the user experienced severe hyperglycemia with a reported blood glucose of 536 mg/dl after a dexcom g7 malfunction, during which the ilet stopped bolusing; glucose decreased after the dexcom sensor was replaced, indicating a sensor communication or data availability issue that led to missed insulin dosing. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without hospitalization. Investigation included review of device behavior and user report to assess sensor data integrity, insulin delivery interruptions, and system response. Investigation of this case revealed that hyperglycemia occurred in the setting of a cgm malfunction that resulted in interrupted automated bolusing on the ilet, consistent with a use environment or associated device issue affecting insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.